Event description:
It was reported that the pump was replaced due to eri (elective replacement indicator).

Manufacturer narrative:
(B)(4). Final analysis of the device concluded s2 corrosion/s2 corrosion with mechanical wear. The top and bottom surface of the pumphead had slight residue and corrosion deposits . Various logs showed at least two stalls and recoveries, none seen while testing in the lab. Drug per analysis was dilaudid.